Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device showed that the reported complaint was not confirmed. The unit passed all specific functional testing requirements, except for the lock having rotational movement. When the unit is properly positioned and put under pressure the unit will function properly. All worn components were replaced with new parts. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause for reported incident is improper placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during posterior fossa craniotomy for clipping of aneurysm, the mayfield modified skull clamp (a1059) slipped and the patient sustained a laceration which was stapled by the surgeon. Additional information received indicates that the patient was in prone position, 60 pounds of pressure was applied. The surgery continued with the same device as it was not possible to change the device. No surgical delay was reported.